Manufacturer narrative:
The reported issue was confirmed. Microscopic inspection of the returned product showed that the screw had been damaged. The tip had been sheared off just at the beginning of the second thread when viewing from the top of the screw. This damage is consistent with the screw being subjected to overstress during the implantation procedure.

Event description:
It was reported that during the patient's implant procedure when installing the guardian burr hole cover to fixate the leads to the skull, the bottom of the screw snapped off leaving the tip of the screw in the patient. The bottom of the screw was removed and a separate screw was able to secure the cover, completing the procedure.

Manufacturer narrative:
Initial reporter phone number: (B)(6).